Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected varying right ventricular (rv) lead shock impedance measurements with a peak of 127 ohms. The shock impedance measurements are usually 80 ohms. Extensive isometrics and pocket manipulations were performed while measuring shock impedance measurements. The measurements were consistently between 80 and 83 ohms. There were no signs of artifact on the rv lead or shock channels. The device has migrated slightly lateral but not significantly. A chest x-ray was ordered however findings have not been provided to boston scientific. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected varying right ventricular (rv) lead shock impedance measurements with a peak of 127 ohms. The shock impedance measurements are usually 80 ohms. Extensive isometrics and pocket manipulations were performed while measuring shock impedance measurements. The measurements were consistently between 80 and 83 ohms. There were no signs of artifact on the rv lead or shock channels. The device has migrated slightly lateral but not significantly. A chest x-ray was ordered however findings have not been provided to boston scientific. Recently, another remote alert was received for elevated, out-of-range shock impedance. Boston scientific technical services was contacted again and confirmed that the impedance must habe been greater than or equal to 125 ohms. Extensive troubleshooting in-clinic was recommended to assess the system integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).